Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the definitive cause for the reported clip open -efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for clip opening during establishing final arm angle (efaa) testing. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared for use per instructions for use (IFU) and no issues were noted. The cds was advanced to the mitral valve without issue. The clip was able to grasp the leaflets and deployment was initiated. Establish final arm angle (efaa) was performed per IFU. No issues were noted during the first efaa attempt. Efaa was performed a second time and the clip seemed to open slightly more than normal. No clip movement was noted and the clip remained stable on the leaflets. The clip was deployed and no additional clips were implanted. Mr was reduced to grade 2. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.